Manufacturer narrative:
On may 20, 2021, mentor became aware that intracapsular rupture of the breast was confirmed via MRI. Patient has not yet decided on a surgeon and has no surgery date scheduled. Codes have been appropriately updated under section h to indicate rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 27, 2024, mentor became aware that the patient experienced bilateral local reaction, left side wrinkling, and right side rupture (diagnosed via MRI 2/24/2024), and date of bilateral removal only surgery is (B)(6) 2024. Coding under section h have been updated accordingly. Reason for device explant and/or reoperation: left wrinkling and local reaction. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 22, 2024, photo evaluation was completed as follows: upon visual evaluation of the image provided in the complaint no apparent damage or visual anomalies were observed. Swelling is a temporary normal post-operative condition. Depending on presentation, delayed swelling may require additional work-up by the surgeon. Swelling is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Complete UDI number has been added to field d4 on this form. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Concomitant medical products: right; 215cc mentor memorygel breast implant; catalog number: 3507215mc; serial number: (B)(4) manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with 325cc mentor memorygel breast implant and was presented with crease on her left side at an unknown date. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.